Event description:
The customer contact reported that the cassette inlet and outlet tubing segments were reversed. The tubing set was to be used to deliver an unspecified solution via a symbiq pump. The customer contact reported that during priming of the tubing set, the nurse noted that the cassette inlet and outlet tubing segments were reversed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.